Event description:
A family member reported that the patient experienced a blood glucose (bg) of over 500 mg/dl; no ketones or symptoms were noted. She reported that the patient's site and cartridge were changed and the patient's bg rose. The patient was reportedly taken off of the pump and was placed on a back up plan and bg resolved. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no alarms related to the complaint were found in the pump alarm history. A review of the total daily dose history showed that the pump was delivering accurately and the total daily delivery correctly reflected the user's active basal program. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.